Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets cannula crimped events on (B)(6)2025 and (B)(6)2025. The events occurred within three or more hours after insertion. The insertion site was abdomen. The infusion sets was in used for 8 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available